Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor (cgm). Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.